Event description:
Pharmacist reports cracks and leaking of 5fu within 24 hours of infustion. Posi-flow device is being used with set. Concentrations of 4.5 mg/ml, 16.6 mg/ml, 19 mg/ml, and 21 mg/ml have been used with the leaking occuring on all concentrations. Pharmacist in 2002 reports that leaks are occurring on the same patients while other patients are not experiencing this problem.